Manufacturer narrative:
On 10-jan-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-jan-2023, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The vizigo sheath was used during the procedure. The sheath got flushed right in the beginning and was also flushed during the whole procedure. Heparin was used as they were also on the left side in the heart. After approximately 20 minutes there was a thrombus right at the tip of the sheath. They then had to remove the sheath and replace it with a new one. No patient consequences. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on the vizigo sheath. Per the event, flow and borescope tests were performed in accordance with bwi procedures, and no issues were observed. A device history record review was performed for the finished device 00001979 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer could not be replicated during the product investigation. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The vizigo sheath was used during the procedure. The sheath got flushed right in the beginning and was also flushed during the whole procedure. Heparin was used as they were also on the left side in the heart. After approximately 20 minutes there was a thrombus right at the tip of the sheath. They then had to remove the sheath and replace it with a new one. No patient consequences. No error message was presented, besides the thrombus there was no comment to any product problems. There were no issues related to temperature and flow on the catheter. They did not ablate when this happened. No information given for that reason. The patient received heparin from the beginning. The thrombus happened after a couple of minutes after procedure start. No act data given at that point. Thrombus/clot is MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).